Manufacturer narrative:
The insulin pump was received unable to perform the displacement test due to missing the retainer. The insulin pump had partially broken reservoir tube lip, scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, minor scratched lcd window and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring came off. The customer's blood glucose was unknown at the time of incident. The insulin pump will not returned for analysis.